Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's ketones are off the chart. Customer's blood glucose was high at 400 mg/dl. Customer treated but his blood glucose did not go down but went up instead. Customer has had this issue for days now. Caller stated that the doctor increased the high insulin amount but last wednesday, the customer's blood glucose was so high that they could not read it. Customer's blood glucose was 358 mg/dl at the time of the incident. Customer had symptoms related to high blood glucose such as vomiting, nausea, abdominal pain, and a headache. Customer treated with 10 units via injection. Caller reported that they have contacted their health care professional regarding the high blood glucose. Caller stated that the high blood glucose even began this morning. Customer had some pain at the site and found that the cannula was bent. Caller was advised that this may have contributed to the high blood glucose.